Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a pericardial effusion. During a de-novo pulmonary vein isolation (pvi) for paroxysmal atrial fibrillation (af), the intellanav mifi open-irrigated catheter was in the left atrium (la) when a "high noise on ref or rl lead and magnetic system disabled" (magnetic tracking issue) error occurred near the left veins. Another of the same catheter was used and there were no performance issues with it. It was then noted that the patient had a pericardial effusion. A pericardiocentesis was performed and the patient remained stable. It is unclear if the first or second catheter caused the effusion. The magnetic tracking issues did not cause or contribute to the pericardial effusion. No resistance was felt while maneuvering the catheters. A non-boston scientific medium curl sheath was used.